Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not clearly observed via the photograph and due to the nature of the returned sample (photograph) no additional testing could be performed. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) buretrol sol. Admin. Sets leaked at the burette chamber. This was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.